Event description:
On (B)(6) 2012, the distributor contacted animas alleging that the keypad buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 - follow-up # 1 the pump was returned to animas and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: testing confirmed the contrast, ok, and down buttons are intermittently responsive. Removed keypad and found contamination under all contacts. Unrelated to this complaint, the display was dim/fading. When replaced with a test screen, the display functioned properly.